Manufacturer narrative:
A final report will be submitted upon completion of the investigation.

Event description:
The customer reported the device alarmed due to an over pressure condition (error code 41) reference failure while in use on a patient. The device was removed from the patient and the patient was placed on a third bipap focus device, using the same circuit. There was no patient harm reported. Patient information has been requested.

Manufacturer narrative:
Philips' field service engineer was unable to get the unit to fail. Checked the blower and valve and no dampness was found. They were both replaced as a precaution. Full calibration was completed and passed. Patient data was requested and not provided. The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported the device alarmed due to an over pressure condition (error code 41) reference failure while in use on a patient. The unit shut down while in use on the patient. The device was removed from the patient and the patient was placed on a third bipap focus device, using the same circuit. There was no patient harm reported. Patient information has been requested.

Manufacturer narrative:
Visual inspection of the focus blower assembly and focus flow valve assembly revealed no evidence of damage or contamination. During debugging the flow valve assemblies found a break between the black wires inside the insulation wire refer to photo attached. The black wire was solder together and the heat shrink tube was installed over the wire. The root cause was determined to be the focus flow valve broken black wire created the error code 41.